Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other-the suspect device was not returned for evaluation, therefore a definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : currently the suspect device has not returned for evaluation.

Event description:
It was reported to vyaire medical that the respiratory therapist reported a leaking sound from the pneumatics compartment.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11. Result of investigation: vyaire field service went onsite checked all pressures as per service manual and did not find any leaks. Unit can be returned to service.